Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a five month pregnant patient had a vena cava filter deployed for a preoperative diagnosis of right acetabular fracture requiring prolonged immobilization and surgery. The filter was placed infrarenal via the left common femoral vein. Final radiograph indicates the apex of the filter at the top of l1 level. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for limb detachment, retrieval difficulties, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the provided medical records, the device was deployed in a patient five months pregnant. Per the current IFU (instructions for use), "the safety and effectiveness of this device has not been established for pregnancy." Therefore, the patient's pregnancy could have contributed to the stability of the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: "the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position." A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure, and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and the filter struts have perforated into the organs. The device was removed via an open chest procedure after multiple attempts to retrieve the device through percutaneous removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years of post-deployment, the patient had undergone retrieval of the inferior vena cava filter; however, the retrieval was unsuccessful due to the lack of advanced equipment to perform the retrieval process. On the next day, the patient experienced chest pain due to dislodged inferior vena cava filter. A chest x ray was taken which showed metallic densities within the right and left lower lobes likely representing dislodged legs of patient¿s inferior vena cava filter. On the same day, the findings indicated that 3 legs from the inferior vena cava filter were fractured and within the chest. One of the legs was within the right ventricle and a one leg each within the right and left lungs. Removal of filter was also unsuccessful. On the same day, the patient presented for a second attempt removal of inferior vena cava filter. Initial ultrasound evaluation of the chest reconfirmed 3 fracture lines within the chest. The inferior vena cava filter was noted in the upper abdomen and a total of 8 legs were noted within the filter to start with the procedure. Around, two months and three weeks later, using seldinger¿s technique, a micro-stick needle was introduced into the right internal jugular vein using ultrasound guidance. A micro-stick wire was introduced down into the superior vena cava. A 0.035 inches bentson wire was introduced down into the inferior vena cava. A 16 french bright tip sheath was introduced. An inferior vena cavogram was then performed demonstrating the inferior vena cava filter cap embedded within the inferior vena cava wall. Through the 16 french sheath, a set of 55 cm endobronchial forceps was introduced into the inferior vena cava. The cap of the filter was gently freed. Using gentle traction, under fluoroscopic guidance, the 16 french sheath was passed over the filter collapsing it and it was freed from the inferior vena cava with relative ease. Inspection of the filter showed 8 legs present as seen on the preprocedural imaging. Careful inspection of the abdomen and pelvis was subsequently performed to localize the twelfth leg from the filter however only the three previously noted legs within the chest could be identified. Repeat venogram demonstrated narrowing at the prior site of the inferior vena cava filter without any evidence of extravasation. Careful review of the preprocedural imaging demonstrated the presence of three embolized fractured inferior vena cava filter legs in the chest. One of these legs was located within the right ventricle as seen on the preprocedural computed tomography image and confirmed during the procedure. Two additional embolized legs are noted within the right and left segmental pulmonary arteries. Additionally, the preprocedural computed tomography image demonstrated a question of a right ventricular thrombus measuring 2.3 x 1.6 cm. There was no change in the appearance of the chest post procedurally. After, three days, the specimen was received fresh labeled inferior vena cava filter and consisted of a 4.5 cm in length x up to 2.8 cm in width partially conical metallic structure consistent with a filter displaying four arms and four legs. Three of the legs are curved at the end and one leg was straight (appears as if the curved portion was missing). Received separately in the same container was a 0.2 x 0.1 x 0.1 cm irregular portion of red firm tissue. The specimen was photographed and saved indefinitely. Since then, the patient developed a large golf ball-sized thrombus in the right ventricle. Surgical removal of this thrombus with retained inferior vena cava filter strut was felt to be the best option. Around one month and two weeks later, the patient underwent removal of the retained inferior vena cava filter material and thrombus. This had to be shaved off from the septal wall of the right ventricle. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Warnings: g2 filter removal: use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure, and in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and the filter struts have perforated into the organs. The device was removed via an open chest procedure after multiple attempts to retrieve the device through percutaneous removal procedures. The current status of the patient is unknown.